Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 16, 2023.

Manufacturer narrative:
This report is submitted on june 16, 2023.

Event description:
Per the clinic, the patient experienced performance decrement with the device. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.